Event description:
The international customer reported when the ventilator was powered on it alarmed and the monitor blacked out and it didn't start. Review of the device diagnostic history noted a vent inop data acquisition pcba adc failure occurrence. A vent inop condition during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Device evaluation and service is pending.

Manufacturer narrative:
Supplemental report

Event description:
The manufacturers service engineer was unable to duplicate the reported problem. The service engineer replaced the data acquisition pcb board and the data acquisition pcb to motor controller pcb cable to address the reported problem.

Manufacturer narrative:
Device evaluation and service pending.